Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue and pixels appeared. The laser output was lowered to 78% without improvement, and then raised to 128% with the same results. The physician released the foot pedal, as well, to see if the thermal dose threshold (tdt) lines would grow but this did not seem to make a difference. The physician performed a biopsy prior to the ablation procedure and the flushed the biopsy with a solution. There were no patient complications reported in relation to this event.